Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss. The customer was assisted with troubleshooting. Customer stated that they received a low battery alert prior to the replace battery alert or replace battery now alarm and the timing was less than 8 hours from the low battery alert to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.